Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient visited the hospital for an emergency examination due to chest discomfort and pain. An echocardiogram confirmed that the patient experienced cardiac tamponade, pericardial effusion and cardiac perforation. It was also observed that the patient experienced atrial fibrillation (af) and it was considered that the atrial wall had become thin. Pericardial puncture was performed. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.